Event description:
It was reported that a school nurse observed bubbles in the insulin cartridge of an ilet system, with the patient¿s blood glucose remaining above 300 mg/dl for over 90 minutes; the nurse was not trained to detach, purge, and reconnect the infusion set and requested to transition the patient to backup subcutaneous insulin via pen until a caregiver could address the issue. Symptoms included hyperglycemia. Outcomes included a recommendation to stop pump therapy and use backup insulin to control glucose. Investigation included complaint intake and troubleshooting with education regarding safe transition to backup therapy. Investigation of this case revealed suspected infusion delivery impairment associated with air in the cartridge, which can impede insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.